Manufacturer narrative:
The device has not been received. Attempts to gather additional event details have been made. However, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Linked with MDR: 2029214-2019-00168. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the two pipeline flex with shield devices did not open as desired in the distal section. It was reported that through the fargomax guide catheter, positioned in the left internal carotid artery, a marksman microcatheter was advanced over avigo 14 to the m1 segment. Pipeline 4.5x30 was selected and delivered, however, the device had difficulty opening and a twist was observed in its distal part. The devices were removed, and another marksman and another pipeline were selected. However, these devices experienced in the same issue. A xt27 and new 4x5x25 pipeline were used to treat the patient. No patient injury report. Time of surgery did increase. It was reported that resistance was felt in the distal section of the catheters and that the devices has stretching damaged in the in same location.

Manufacturer narrative:
The pipeline flex with shield and the catheter were returned. The pipeline flex with shield appeared to be stuck inside the catheter. For further examination, the pipeline flex with shield was pushed out from the catheter lumen with difficulty. A minimal amount of blood was observed inside of the catheter lumen. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured within specifications. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex with shield braid fully opened and moderately frayed. Bends were found on the pusher at the proximal end. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. Based on the analysis findings, the pipeline flex with shield was not confirmed to have failure to open at the distal end as the distal and proximal ends of the returned pipeline flex with shield braid were fully opened and moderately frayed. The pipeline flex with shield was found to be damaged. From the damages seen on the pipeline flex with shield (fraying) and hypotube (stretching); it appears there was high force used (pushing and pulling). It is likely these damages occurred when the customer attempted to advance the pipeline flex with shield. However, the cause for the reported event could not be determined. It is possible that the severe vessel tortuosity may have contributed to the failure to open. Per our instructions for use: "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ linked with MDR: 2029214-2019-00168 2029214-2019-00169 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.